Manufacturer narrative:
During failure analysis, the reported event that one of the black plastic pieces fell off was confirmed during visual inspection. It was observed that the cover of the large led lens was broken off. Based on a review of the device instructions for use, scratching or damaging the leds in any way may cause or contribute to the broken led cover. The device was discarded by the manufacturer following evaluation.

Event description:
It was reported that a black plastic piece fell out of the front of the tibial/pelvic tracker during cleaning after the completion of a procedure at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that a black plastic piece fell out of the front of the tibial/pelvic tracker during cleaning after the completion of a procedure at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.